Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they reported intermittent blank and partial screen on the insulin pump. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify missing segment or partial display anomaly due to blank display.